Manufacturer narrative:
Date of postoperative nail cut out is unknown. This report is for one (1) unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Implanted in 2016; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the trochanteric femoral nailing system advanced (tfna) nail had a hardware failure. The patient was originally implanted with trochanteric femoral nailing system advanced (tfna) cephalomedullary rod in 2016. The patient was brought back to the operating room due to a varus collapse of the femoral head resulting in a trochanteric femoral nailing system advanced (tfna) nail cut-out. The patient underwent hardware removal of trochanteric femoral nailing system advanced (tfna) nail that was revised to hip hemiarthroplasty on (B)(6) 2018. There were no fragments generated from the device. The nail was removed easily. No other medical intervention was required. The procedure was completed successfully without any delay. No patient outcome reported. Concomitant devices reported: unknown helical blade (part: unknown, lot: unknown, quantity: 1). This report is for one (1) unknown tfna nail. This is report 1 of 1 for (B)(4).